Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about five hours after the implant of a leadless implantable pulse generator (ipg), the patient experienced a drop in blood pressure which led to the discovery of a pericardial effusion. Periocardiocentesis was performed and the patient's blood pressure returned to its normal range. No further patient complications have been reported as a result of this event.